Event description:
It was reported that the surgeon inserted an aq2010v silicone three piece lens and the lens tore upon insertion. The incision was enlarged but no sutures were required. There was no pt injury reported.